Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally tested (simulated use). A leak was identified between the regulating clamp and approximately nine inches above the inlet port of the y-site. A CAPA was opened to investigate the issue and concluded that the cause was related to the method of manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This unknown lot was manufactured at either baxter healthcare (B)(4) or baxter healthcare (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in the section of tubing between the roller clamp and the upper injection site. This was identified during priming. There was no patient involvement. No additional information is available.